Manufacturer narrative:
Patient weight is unknown. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is an attorney. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on or around (B)(6) 2015 a correction procedure was performed due to a loose screw, pain and dysfunction with difficulty lifting on that side. An x-ray was performed and revealed evidence of a nonunion with gross motion to the fracture site. The patient's implants at the time of this event were products manufactured by depuy synthes and non - depuy synthes devices. It is unknown who the manufacturer of the loose screw was. This report is for an unknown screw. This is report 1 of 1 for (B)(4).